Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, split found in catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A large circumferential split was in the catheter tubing, just distal to the 2 cm depth marker. A microscopic observation revealed the split was mostly straight with a granular surface texture and rounding of the edges of the split, which is characteristic of material fatigue. Repetitive kinking of the indwelling catheter appears to have contributed to this observed split; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown.